Event description:
It was reported that the pt presented to the ER with head injury after fall. Pacemaker interrogated at that time showed eri and pacemaker losing capture with magnet application. Suspect the loss of capture is due to the telemetry circuit drawing additional current from the battery causing a drop in the voltage. Additional information on this event indicates the pt had been lost to follow-up prior to ER visit.